Event description:
On (B)(6) 2013, the pt underwent treatment of a ruptured aberrant right subclavian artery (rsa) and ruptured kommerell diverticulum with conformable gore tag thoracic endoprostheses. It was reported, the pt had a very diseased aorta with multiple aneurismal sections, and the access vessels were smaller than required for the 24fr dryseal sheath needed for the tag device. Due to this, the sheath was not advanced all the way into the aorta, but was left short in the iliac artery. An attempt was made to advance the first ctag device up to the left common carotid artery (lcca) for deployment. However, it was reported that due to the pt's extremely tortuous anatomy, the device would not advance further than the mid-descending aorta. A decision was made to remove the device. As the device was being withdrawn with difficulty outside of the sheath, the device deployed in the area of the distal aorta, extending down to the right common and external iliac arteries and covering the right hypogastric artery. At this point, a retro-peritoneal cut down on the distal aorta was performed to remove the predeployed device. A conduit was then sewn onto the distal aorta to advance the remaining devices. Four devices were implanted from the lcca covering the aneurismal section, and surgical procedures were completed to bypass both the lsa and rsa to the common carotid arteries. It was reported, the aneurysm was sealed at the end of the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.